Event description:
Clinical trial. It was reported that 1411 days following a coronary artery drug eluting stenting treatment procedure, the patient experienced a myocardial infarction and reintervention. The index procedure identified and treated one target lesion. The target lesion was located in the 85% stenosed 1st diagonal measuring 3x10mm. Treatment consisted of predilation and placement of a 2.75x16mm taxus liberte stent resulting in 0% residual stenosis. The patient was discharged one day post procedure on asa and clopidogrel. The patient returned 1411 days post index procedure, with sudden onset chest pain and an anterior myocardial infarction. An ECG showed st elevations and the patient was thrombolysed. On day 1416, the patient underwent a reintervention that revealed a 70% stenosis with timi 3 flow in the mid lad (left anterior descending). The patient underwent balloon angioplasty with placement of a promus stent resulting in 0% residual stenosis with timi 3 flow. The event was reported to be resolved on day 1417 and the patient was discharged.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.